Manufacturer narrative:
An ultraflex tracheobronchial stent and delivery system were returned for analysis. However, the finger ring was not returned. Visual examination of the returned device found that the stent was partially deployed. Visual and tactile examination found that the deployment suture was broken and no part of the suture could be seen exiting the proximal end of the device. The catheter was also noted to be kinked. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used in the bronchus during a stent placement procedure performed on (B)(6) 2016. The stent was used to treat a malignant stricture due to lung cancer. During the procedure, the physician had difficulty crossing the lesion site. Resistance was encountered when the physician attempted to deploy the stent and the deployment suture detached from the delivery system. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent deployment suture broken. Reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex tracheobronchial stent was to be used in the bronchus during a stent placement procedure performed on (B)(6) 2016. The stent was used to treat a malignant stricture due to lung cancer. During the procedure, the physician had difficulty crossing the lesion site. Resistance was encountered when the physician attempted to deploy the stent and the deployment suture detached from the delivery system. The partially deployed stent was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.